Event description:
Caller reportedly received the following results on a guide meter, compared to a professional meter, within 10 minutes: 121 mg/dl (guide) and 41 mg/dl (doctor's meter). No adverse event reported. Return of the suspect device was requested for evaluation.